Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: additional information requested: can you please clarify if the clips that were coming out "crooked" fell from the jaws without being fired? Or were they fired from the jaws and would not form properly? If yes, what shape were the clips; unformed? Or malformed? Or scissored? Response received: all are unknown.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were coming out crooked and not clipping down. Another like device was used to complete the procedure. There were no adverse consequences for the patient.